Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2011 patient was presented with failed laminectomy syndrome with lumbar radiculopathy. (B)(6) 2011 patient presented with preoperative diagnoses: 1. Internal disk disruption lumbar spine. 2. Failed laminectomy l5-s1. 3. Concomitant degenerative changes with impingement/stenosis. 4. Back pain, right lower extremity symptomatology. Patient underwent the following procedures: 1. Posterolateral fusion/arthrodesis at the l4-l5 level. 2. Posterolateral fusion/arthrodesis at the l5-s1 level. 3. Revision (re-exploration) wide right-sided posterior micro decompression and microneurolysis at the l5-s1 level, central lateral recess wide right-sided foraminal decompression. Performed. 4. Wide right-sided laminectomy at the l4-l5 level, central lateral recess wide foraminal decompression performed. 5. Complex posterior segmental transpedicular titanium instrumentation l4, l5, and s1. 6. Use of dissecting microscope for field illumination and magnification for revision decompression at the l5-s1 level/l4-l5. 7. Bone marrow aspirates right posterior ilium through separate approach with transplantation of the posterior lumbar spine. Op note: we then chose the appropriate size cage. This was a biomechanical device for the intervertebral defect at the l4-l5 level, packed with rh-bmp2/acs, soaked in collagen sponge together with allograft. This was gently tamped in position. We had rigid interdigitation of the cage as it was well seated. Interbody fusion and arthrodesis at l4-l5 was completed. We then chose the appropriate size anterior blades. The blades were seated and our anterior segmental fixation at l4-l5 was completed. There was an incidental rent in the iliac vein, please see his dictation for details. We exposed the l5-s1 level and radical wide extensive total and complete diskectomy was performed. The findings at both l4-l5 and l5-s1 were consistent with internal disk disruption and degenerative changes. The radical wide extensive total and complete diskectomy of l5-s1 was completed. The disk was removed in its entirety. Cartilaginous endplate was removed in its entirety. Bony endplate contouring was performed and a central canal decompression was completed. A limited diskectomy, partial diskectomy, incomplete diskectomy, keyhole diskectomy was not performed, only a radical wide extensive total and complete diskectomy. We then chose the appropriate size cage at l5-s1. This was a biomechanical device for the intervertebral defect at this location, packed with local graft together with bone graft extender, all soaked in bone marrow aspirate. This was gently tamped in position. We had rigid inter digitation of the cage as it was well seated, and our interbody fusion and arthrodesis at l5-s1 was completed. We then chose the appropriate size anterior segmental titanium instrumentation. Drill holes were placed in the vertebral bodies of l5 and s1, followed by placement of plates, screws, and locking plate. We had rigid inter digitation of the instrumentation as it was well seated. Pulses were intact. Ureter was intact. Vessels were intact. We irrigated and the wound was dried. Standard closure was to be performed. The patient tolerated the procedure well without intraoperative complications. The patient did have repair of the iliac vessel. Impression: 1. Failed laminectomy syndrome retrolisthesis and disk disruption, l5-s1. 2. Spondylolisthesis at l4-l5. 3. Status post microdiskectomy l5-s1. 4. Chronic low back pain, secondary to above. 5. Right lower extremity radicular symptoms, secondary to above. 6. Status post right inguinal hernia repair. 7. Anxiety depressive disorder. 8. History of tobacco use. 9. Asymptomatic incarcerated umbilical hernia. 10/07/11 patient presented for tachycardia. Neck: there is no visible jvd. No carotid bruits, thyromegaly, or lymphadenopathy. Neurologic: the patient is awake, alert, and oriented x3. Chest x-ray shows no infiltrate. EKG shows sinus tachycardia. (B)(6) 2011 patient was discharged from hospital. (B)(6) 2011 patient presented for follow-up due to CT abdomen with contrast CT pelvis with contrast. Findings: the lung bases are clear. The liver, spleen, adrenal glands, pancreas, gallbladder, and kidneys are normal. The small bowel loops are unremarkable. A normal appendix is visualized. The large bowel is grossly normal. The bladder is normal. There is no hernia. There has been recent surgery in the lumbar spine. There is a fluid collection in the left side of the retroperitoneal space which extends from near the fusion hardware anterior to the ia vertebral body down into the pelvis on the left side. This fluid collection measures at most 4. 7 x 1. Cm in transverse dimension but approximately 12 cm in length. There is some enhancement around the periphery of this fluid collection. This raises the possibility of infection. Hematoma or seroma are also possibilities. The fluid encases the left commim iliac artery and vein as well as the trifurcation of the external and internal iliac vessels. Impression: fluid collection in the pelvis on the left side probably related to recent surgery. Differential includes abscess, hematoma, or seroma. 10/26/11 patient presented for follow-up. Impression: 1. Acute urinary frequency, urgency, and dribbling with possible ureteral and/or bladder spasm. 2. Possible urinary tract infection, currently being treated with cipro. 3. Postoperative left retroperitoneal fluid collection, probably seroma versus hematoma but urinoma must be ruled out. 4. Mild acute renal insufficiency of questionable etiology. 5. Left lower quadrant abdominal discomfort and tenderness, probably related to a retroperitoneal fluid collection. 6. Hypertension. 7. Anxiety depressive disorder. 8. Status post right inguinal herniorrhaphy. 9. Status postmicrodiskectomy l5-s1. 10. Status post anterior posterior reconstruction l4-5 and l5-s1. 11. Remote history of tobacco use. (B)(6) 2011 patient underwent CT, MRI of l-spine, sagittal, coronal spine. (B)(6) 2011 patient presented for MRI lumbar spine. Impression: 1. Solid appearing fusions at l4-5 and l5- s1. There is also evidence of interval laminectomies at l4-5 and l5-s1 on the right. 2. Mild flattening of the posterior disk margin at l3-4 but it just looks very well maintained and has not changed since the earlier study. (B)(6) 2011 patient presented with CT l spine wo cnt. Findings: compared to september 16, right-sided pedicular screws and rod are noted l4-s1 with prosthetic disc placement with normal lumbar lordosis and no evidence for subluxation. The prosthetic discs appear to be anatomically placed. (B)(6) 2012 radiographs <(>&<)> testing: ap/lateral and right and left oblique views lumbar spine demonstrates instrumentation is in place, spinal alignment is well maintained, no evidence of loosening, migration or failure.